Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the green connector at the end of paddles is broken and also impact the device. No pt involvement.